Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a habit of playing with the percutaneous lead (lead). The hospital stated they can feel crunching when running the lead between their fingers. It was noted that the lead has some small tears and has material that looks like the shielding is coming out of it when manipulated. There have been no speed drops or any other issues that would cause suspicion for breaks or issues with the lead itself. The hospital requested a lead repair to be completed by the MFR's technical support personnel, requesting that the repair be as close to skin as possible to help get the pt through as the pt is not candidate for transplant or pump exchange at this time. Additional info received (B)(6) 2013 stated that the lead distal end repair was aborted due to bodily fluid discovered in the lead where the customer suspects shielding breakdown. Additional info received (B)(6) 2013 confirmed that a pump exchange took place on (B)(6) 2013.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.